Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that her son was hospitalized for high blood glucose. The customer's blood glucose at the time of hospitalization was 394 mg/dl. He went into diabetic ketoacidosis and was treated with an insulin drip. After the patient was released from the hospital his blood glucose went back up. His blood glucose was 410 mg/dl when they came home, and by the time of call his readings exceeded 600 mg/dl. The customer had been treating with long-acting insulin and the insulin pump. Troubleshooting was initiated to inspect the pump. There were no apparent anomalies with the pump; however, the customer's mother declined to check the pump settings. The mother also lacked a tubing clamp for the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer.